Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 213 mg/dl on the advantage system compared back to back with a result of 87 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter stated he didn't let the alcohol on his hands dry before sticking his finger. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The hospital reported that during preparation for an endoscopic radial artery harvesting procedure, the vasoview hemopro tissue welder self activated without the toggle switch being pushed. This occurred as soon as the dc extension cable was plugged into the vasoview hemopro tissue welder. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The vasoview hemopro tissue welder and dc extension cable are returning.